Event description:
The customer reported that the system intermittently failed to boot to a usable state an exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb and systems interface pcb were evaluated and replaced. The cmos battery was also evaluated and replaced as part of the service event. The system was tested and found to be working as intended ad returned to service.